Event description:
It was reported that a user contacted support for assistance with a cartridge and infusion set supply change and reported recurrent low blood glucose while using the ilet system, including a nadir of 62¿69 mg/dl that was treated with oral glucose, after which glucose rose to approximately 140 mg/dl. Symptoms included no reported acute effects. Outcomes included temporary hypoglycemia outside the target range for about one hour, self-managed with oral glucose, without ketone testing, medical intervention, or hospitalization. Investigation included troubleshooting and user education, with assignment of an additional training session. Investigation of this case revealed no device malfunction identified at the time of the call and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.